Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific that a cold snare was used in the colon for a polypectomy procedure performed on (B)(6) 2026. During the procedure the snare failed to cut the polyp. Procedure was completed with another of the same device. There were no patient complications as a result of this event.